Manufacturer narrative:
The technician found the head down valve was sticking open and was worn. He replaced the valve to repair the bed.

Event description:
Information received indicates the head section cannot be raised.